Event description:
The patient experienced fatigue; a change in weight; sleep changes; and was depressed. The patient had been in the hospital for one month and just got out; the patient was in the hospital for food poisoning, a stroke and some other unspecified issues. The pump event logs were obtained and found to be abnormal. The pump motor was stalled. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).